Event description:
A female patient contacted lifecor customer support to report that, the gel had released from the front therapy electrode. Support was informed that she removed the electrode belt from the monitor every time she took off the system. Support explained to her that this should not be done. Support sent the patient a replacement monitor and electrode belt.

Manufacturer narrative:
Device manufacture date: monitor - 09/2005. Device evaluation summary: device evaluations of electrode belt and monitor have been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The bent pins caused the front therapy electrode to deploy its gel. Monitor was tested and found to be fully functional. It was restocked. The damaged electrode belt connector was replaced. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.